Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure, anxiety-product/procedure.

Event description:
Healthcare professional reported left side exposed implant and textured implant. Patient undergone capsulectomy. Device has been explanted.

Manufacturer narrative:
The initial medwatch was submitted in error. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported. Additional, changed, and/or corrected data: b5, h11.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.